Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
A healthcare provider for a clinical study reported via a manufacturing representative that the patient had a return of post micturition pain with return of urgencies since (B)(6) 2016. The event was ongoing. Medical history included idiopathic functional urinary incontinence since 2005.

Manufacturer narrative:
Concomitant products: product ID: 388928, lot# 0208970080, implanted: (B)(6) 2015, product type: lead. (B)(4).

Event description:
Additional information received reported that the adverse event was not related to the device or procedure, to be disregarded.